Event description:
Patient called lfs and alleged that his meter would not power on. He stated the last time he tested on his meter was in 04 at 8:00 p.m. The patient stated that he was able to test on another meter and the result was 259 mg/dl. He was experiencing a symptoms of "tingling feet". The patient contacted his physician for advice. Treatment is not known. The power issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction, however, there is not evidence of the meter contributing to a serious injury. The meter is being replaced for the patient.